Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in preparation for dialysis, before flushing, a crack, break, and leak were observed in the blue (venous) luer adapter/joint/connector. No instrument was used to loosen or tighten the device. The cleaning agent used on the device was iodophor, and it was the cleaning agent typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointments to the area. A tego was not utilized. The insertion site was not treated prior to product placement. The method utilized to tighten the adapters was by hand. There were no other products being utilized with the device. There were no other defects or damages found on the product. The catheter was repaired by replacing the luer adapter with a domestic temporary luer adapter, and treatment proceeded and was completed. A repair kit was not used. The attending physician was notified. There was no blood loss as a result of the event, and no blood transfusion was required. No medical intervention/treatment was required as a result of the event. There was no reported patient injury.

Event description:
According to the reporter, in preparation for dialysis, before flushing, a crack, break, and leak were observed in the blue (venous) luer adapter/joint/connector. No instrument was used to loosen or tighten the device. The cleaning agent used on the device was iodophor, and it was the cleaning agent typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointments to the area. A tego was not utilized. The insertion site was not treated prior to product placement. The method utilized to tighten the adapters was by hand. There were no other products being utilized with the device. There were no other defects or damages found on the product. The catheter was repaired by replacing the luer adapter with a domestic temporary catheter's luer adapter, and treatment proceeded and was completed. A repair kit was not used. The attending physician was notified. There was no blood loss as a result of the event, and no blood transfusion was required. No medical intervention/treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.